Event description:
It was reported that during a ptca the stent delivery system was advanced and would not cross the lesion. The stent was noted to be shifted on the balloon and the stent delivery system was removed through the guiding catheter (contrary to IFU). The stent separated from the delivery system during removal of the delivery system. The dropped stent was successfully retrieved using a balloon catheter.